Event description:
It was reported that during device change out for normal eri, the set screw would not loosen and the rv lead could not be removed from the device. After multiple attempts, the lead was removed from the device. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a set screw anomaly was confirmed. The svc set screw contained silicone, septum material in the hex cavity. It is believed that the silicone prevented full insertion of the torque driver into the hex cavity and resulted in the difficulty loosening the set screw.